Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
The pt reported experiencing elevated blood glucose of 380-400 mg/dl 2-3 times per week. He stated the infusion device makes a strange noise. He boluses to decrease his blood glucose, but is unable to lower his readings. He also reported the up/down buttons do not work properly. No further info is available. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.